Event description:
The sales rep claims that the stealth micro kerrisons continue to lock up in the middle of surgery. There are quite a few and don't have part numbers. There was pt contact, but no injury was reported.